Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the defective touch screen, and ran performance tests to verify operation.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
PMA/510k: 31oct2019. Date of event: 01nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.